Manufacturer narrative:
The device was returned to olympus for evaluation the evaluation uncovered the angle wire was stretched, the was nozzle distorted, the output light amount reduced (light guide broken/light guide bundle yellowed/lens uneven) broken led cable (lv-1 only), a cracked light guide lens due to impact caused by the endoscope being dropped and bumped into a hard surface/object, a cracked adhesive in bending section, chemical applied during processing, resin cracking due to stress and coating peeling off due to chemical stress/uv exposure/age-induced deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defect on the nozzle. Upon inspection and testing of the returned unit, a channel was blocked with foreign debris. The unspecified procedure was successfully completed using a similar device. There was no delay in the intended procedure. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information received from the customer reported the scope was reprocessed and stored appropriately after the last procedure and there were no issues with any reprocessing accessories or automatic endoscope reprocessors.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle and on the device could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle and device could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.